Event description:
Per the clinic, the patient experienced a tissue breakdown, exposing the receiver/stimulator. The patient also experienced a skin flap necrosis. Subsequently, the patient developed a chronic infection, following the infection the patient was treated with oral antibiotics. However, the issue did not resolve. The patient underwent a skin revision surgery (debridement of infected tissue) and the device was explanted on (B)(6) 2025. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.